Manufacturer narrative:
Complaint conclusion: during a stenting procedure to an unknown lesion, it was reported that a precise pro rx ous (5f, 7mm x 40mm, 135cm) carotid stent delivery system (sds) the ¿still closed stent slipped from the shaft¿.  The closed stent was retrieved with guiding catheter. The target lesion was a sub-occlusive stenosis above the origin of the left internal carotid artery.  The lesion was located 1.5cm above the carotid bifurcation.  The target lesion vessel length was 15mm and there was 90+% stenosis.  The lesion was not really calcified.  The vessel was slightly tortuous.  The stent delivery passed at the origin of the left carotid coronary artery. The delivery of the sds to the lesion was ipsilateral. It was replaced with same like product, 60 minutes delay. There were no consequences on the patient. Additional information received indicated that the product was stored and handled according to the IFU (instructions for use).  The device was inspected and prepped according to the IFU.  There was nothing unusual noted about the stent delivery system prior to use.  It was noted that the stent was incapable of opening.    There was no difficulty encountered while advancing/tracking the sds towards the lesion.  There was no unusual force used at any time during the procedure. Further clarification from the account indicted that the coil did not enter into the micro-catheter, thus it was not in the patient, it occurred after it was withdrawn from the micro-catheter. The product was returned for analysis. One non-sterile units of precise pro rx us carotid system was returned. Per visual analysis the hemostasis valve was returned open. The stent was not deployed and the outer body was found separated at 22.0cm from the brite tip. No other damages were noted. Functional analysis was not performed due to the separated condition of the device. Per dimensional the catheter body od and ID were measured near to separated condition and were found within specification. Per sem analysis the separated section of the proximal outer member (polyamide) separated areas revealed evidence of grilamid material transfer in some areas. Also damage was observed on the outer member distal end. The evidence of material transfer found in some separated areas may suggest that the catheter distal section was fused to the catheter body at a certain time. No other issues were noted during the sem analysis. A device history record (DHR) review of lot 17448216 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - unable¿ and ¿catheter (body/shaft) separated¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (slight tortuosity and a rate of stenosis of at least 90%) or procedural factors may have contributed to the event as evidenced by damage noted on the distal end of the outer member during analysis. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information received indicated that the product was stored and handled according to the IFU. The device was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. It was noted that the stent was incapable of opening. The target lesion was a subocclusive stenosis above the origin of the left internal carotid artery. The lesion was located 1.5cm above the carotid bifurcation. The target lesion vessel length was 15mm and there was 90+% stenosis. The lesion was not really calcified. The vessel was slightly tortuous. The stent delivery passed at the origin of the left carotid coronary artery. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to an unknown lesion, it was reported that a precise pro rx ous (5f, 7mm x 40mm, 135cm) carotid stent delivery system (sds) system, the "still closed stent slipped from the shaft". The closed stent was retrieved with guiding catheter. It was replaced with same like product, 60 minutes delay; there were no consequences on the patient. The product will be returned for analysis.

Manufacturer narrative:
Per visual analysis of the device received, the precise outer body was found separated at 22.0cm from brite tip. Further clarification from the account indicted that the coil did not enter into the microcatheter, thus it was not in the patient, it occurred after it was withdrawn from the microcatheter. Additional information will be submitted within 30 days of receipt.